Event description:
It was reported that when updating the pump, the pump went into stopped pump mode. When telemetry got completed it said the pump was turned off. The pump was re-interrogated and the infusion settings were reprogrammed. As the pump was updated again the programmer turned off. The pump was interrogated again and everything was programmed correctly. The pump was being used to deliver sufentanil.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177993r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).